Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the events occurred on unknown dates in june 2024. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked. In preoperative services, the nurses observed the j-loops leaking from cracks in the center of the tubing. The events took place during unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.